Event description:
It was reported that chip was present around left screw of charging port. There was no reported impact to the customer¿s blood glucose level. No additional actions were taken because no further assistance was needed.